Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During an ablation procedure to treat atrial fibrillation a intellanav mifi open-irrigated ablation catheter was selected for use. It was reported that a catheter recognition error and a leak was observed. The catheter was exchanged and the procedure was completed successfully with no patient complications.